Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "liquid was verified in the ultrasound exam".

Event description:
Patient reported right side "lobulations" and "liquid was verified in the ultrasound exam". The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified through the photos provided. It is not possible to determine, the lot number and catalog. Observed brown particles in the device. No observed wrinkling in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient reported, right side "lobulations". And "liquid was verified in the ultrasound exam". The device has been explanted.